Event description:
It was reported that during a da vinci-assisted benign hysterectomy, non-recoverable errors appeared on the on the patient side cart (psc). The customer chose to convert to a laparoscopic procedure prior to contacting technical support for troubleshooting. Technical support reviewed logs and noticed a number of 818 and 817 errors. The errors cleared during the troubleshooting with technical support. Intuitive surgical, inc. (Isi) followed up with the customer. It was confirmed that the issue occurred during procedure. No additional information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the power supply switcher. The system was tested and verified as ready for use. Isi received the power supply switcher involved with this complaint and completed the evaluation. Failure analysis confirmed the power supply switcher had several errors 417 in the logs. The patient cart power supply failed the power up test due to the bad connection or defect. The power supply switcher had no issues on startup on the pca system. However, it triggered error 418 after ten power cycles. A site history complaint review was performed and no related complaints were found to the product. A review of the logs confirmed the use of system (B)(4) to perform a benign hysterectomy procedure on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.